Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 for high blood glucose and diabetic ketoacidosis. Customer's blood glucose value when admitted to hospital was more than 400 mg/dl. Which treated with intravenous insulin drip at the hospital. Customer's current blood glucose reading was 135 mg/dl. The customer was treated for high blood glucose with manual injection. Troubleshooting for the customer¿s high blood glucose was declined. Customer stated that he was not using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.